Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2012; 6945 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure to repair the patient's tricuspid and mitral valves, the right atrial (ra) lead dislodged, and the right ventricular (rv) lead was damaged, resulting in high/undefined rv and superior vena cava (svc) coil impedances. The ra lead was repositioned, and detections and alerts were programmed off. The leads remain in use. No patient complications have been reported as a result of this event.